Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific quality issue. All available information was investigated and without the device to analyze, a definitive cause for the reported clip open while locked and clip jumping could not be determined in this incident. The reported failure partial clip movement appears to be a cascading effect of the clip open while locked. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while locked, clip movement and clip jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The leaflet anatomy was challenging. One clip was deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. It was noted that when the clip was closed, the clip had jumped to the closed position. After deployment, the clip opened to several degrees. The clip appeared to have moved on the posterior leaflet, but the clip remains stable. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.